Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, recoverable faults 23025 and 23013 were observed. The customer stated that they recovered and surgeon moved to the other console to continue with the procedure. Technical support engineer (tse) viewed system event logs and confirmed errors 23025 and 23013 as well as 23008 on right maser tool manipulator (mtmr2) axis 7. Tse advised that the field service engineer (fse) will need to come out to further troubleshoot issue. The procedure was converted to another dv with no reported injury. The site called back and stated the issue returned on surgeon side console (ssc1). Logs show errors on ssc2 only. Tse had site disable the mtmr2 and site stated issue stopped. Site continued with ssc1. The customer had switched over to another console before calling.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Right maser tool manipulator (mtmr2) had 23025, 23013, and 23008 errors. Fse removed and replaced mtmr2 to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue during calibration (error 23025 along axis 7 / gimbal yaw). The following parts will be replaced as a fix: axis 7 motor, axis 7 pinion gear, axis 7 bevel gear.